Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a calcified annulus with severe aortic regurgitation, the valve was inserted using the right subclavian artery. Rapid pacing was performed and the valve was deployed. Upon release, the operator was trying to control upward movement and the valve was pushed into the ventricle. The valve was implanted low, at 30mm, resulting in severe aortic regurgitation with no seal. Attempts to snare the valve were unsuccessful and a balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this case, it was reported that the valve was implanted low, so most likely this low positioning played a role in the severe aortic regurgitation. A decision was made to attempt to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). This event does not indicate device misuse or malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.